Event description:
This report is for the allleged I&d and insert swap performed on (B)(6) 2022. As reported: "this I&d and insert-swap was performed again today, involving more extensive debridement than tuesday (B)(6), along with placement of competitor absorbable antibiotic beads (not ours). No new information has been made available." Right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: 504-02-56d-r restoration anatomic shell size 56 right h500ttr. 2080-0035 gap plate screws, x48tx0. 2080-0030 gap plate screws, 2h7lyx. 2080-0015 gap plate screws, 3v19d8. 2080-0025 gap plate screws, k034dr. 2080-0020 gap plate screws, 657ywr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.